Event description:
It was reported that the programmer exhibited an incorrect longevity estimate because of a battery longevity calculation overestimation. The patient¿s pulse generator was explanted prior to reaching its elective replacement indicator (eri). No patient complications have been reported as a result of this event. Related manufacturer reference number: 2017865-2022-22610.